Event description:
Medtronic received information that during use of a bio-medicus nextgen femoral arterial or jugular venous cannula and kits, it was reported that after 11 days in an ECMO patient, the inserted cannula was reported to have cracked near insertion site, with blood dripping out of it. See attached photo. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
B3: event date is not known.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the cannula was not heated or cooled prior to use. The damage was not in the location of the sutures, it was located at the point of insertion. The exact amount of patient blood loss could not be provided but it was described as low volume. An unplanned blood transfusion was not required as a result of this leak. Correction b5: medtronic received information that during use of a bio-medicus nextgen femoral arterial or jugular venous cannula, after 11 days in an extracorporeal membrane oxygenation (ECMO) patient, the inserted cannula was reported to have cracked near the insertion site with blood dripping out of it. The cannula was changed out by the intensive care unit (ICU) staff without incident. The lot number of the device was either 229099999 or 228302464. It was stated that the packaging was disposed of before the incident. Correction d3 (MFR name) < (>&<)> d3.6 (postal code): these fields have been updated. Correction h6 (patient codes (ime/annex e)) < (>&<)> h6.1 (device codes (fdd/annex a)): these codes have been updated. G3 (date MFR rec) was reported as the 08 july 2025 but this date should have been the 04 july 2025 in the initial report (99612164-2025-03374). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6: updated the annex b code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.